Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: the subject valve was not returned for evaluation. Per (B)(4), regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, suture looping/leaflet entrapment by native tissue, and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is [patient and/or procedural factors, including list relevant factors to specific investigation. Or there is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined.

Event description:
It was learned through implant patient registry and medical records that a 27mm 11400m mitral valve in mitral position was explanted and replaced with another 27mm 11400m mitral valve after an implant duration of 1 month and 21 days due to mitral regurgitation. Reportedly, patient was in recovery post-procedure and was discharged at 2 months and 6 days. Per pathology, explanted mitral valve noted to have fragments of fibrin. Negative for bacterial organisms.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a 27mm 11400m mitral valve in mitral position was explanted and replaced with another 27mm 11400m mitral valve after an implant duration of 1 month and 21 days. Reason for reintervention was not provided. Reportedly, patient was in recovery post-procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.